Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of myopotential noise and low amplitude morphology measurements. While the s-ICD started to charge, no inappropriate shock therapy was ever provided. Boston scientific technical services provided troubleshooting options to the field, and the patient will come back in at a later time for testing. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient later received an inappropriate shock from their s-ICD due to myopotential oversensing of noise. X-ray imaging will be performed to assess the position of the system. The s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of myopotential noise and low amplitude morphology measurements. While the s-ICD started to charge, no inappropriate shock therapy was ever provided. Boston scientific technical services provided troubleshooting options to the field, and the patient will come back in at a later time for testing. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient later received an inappropriate shock from their s-ICD due to myopotential oversensing of noise. X-ray imaging will be performed to assess the position of the system. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated x-ray imaging showed the electrode may have migrated from its original implant position and thus was contributing to the previously reported clinical observations. Testing of the system was performed and screening in all vectors failed due to a low r/t ratio. The patient was suspected to have developed brugada's syndrome. Due to the changes in the patient's condition, in combination with the previously received inappropriate therapy, the physician performed surgical intervention and the patient was implanted with a transvenous system. This s-ICD was reprogrammed off and it will be explanted at a later time, for now it remains in situ. No additional adverse patient effects were reported.

Manufacturer narrative:
A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Oversensing is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product has not been returned back to boston scientific, and as a result, laboratory analysis could not be conducted. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: oversensing is a known inherent risk of the use of this product, and this is documented in the labeling.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of myopotential noise and low amplitude morphology measurements. While the s-ICD started to charge, no inappropriate shock therapy was ever provided. Boston scientific technical services provided troubleshooting options to the field, and the patient will come back in at a later time for testing. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient later received an inappropriate shock from their s-ICD due to myopotential oversensing of noise. X-ray imaging will be performed to assess the position of the system. The s-ICD remains in service and no adverse patient effects were reported. Additional information provided from the field indicated x-ray imaging showed the electrode may have migrated from its original implant position and thus was contributing to the previously reported clinical observations. Testing of the system was performed and screening in all vectors failed due to a low r/t ratio. The patient was suspected to have developed brugada's syndrome. Due to the changes in the patient's condition, in combination with the previously received inappropriate therapy, the physician performed surgical intervention and the patient was implanted with a transvenous system. This s-ICD was reprogrammed off and it will be explanted at a later time, for now it remains in situ. No additional adverse patient effects were reported.